Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. Evaluation confirmed that the device showed the "do not use" icon on the front panel status indicator. The status indicator is designed to alert the user to malfunctions or need for maintenance. In this case, the alert functioned properly. Testing found that the "do not use" icon was due to a depleted battery. As a secondary finding, visual inspection noted that the device's test display lcd had a dark spot on it, but this did not affect the legibility of info displayed on the lcd. The depleted battery was replaced along with the lcd display. The device subsequently passed acceptance testing before being returned to use.

Event description:
During a routine monthly inspection of the device, it was discovered that the device's status indicator showed the "do not use" icon when the device was turned on. This device is owned by the device MFR.